Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb. No plastic pieces actually broke off. When he started the harvest up at the top of the vein (near the groin), he extended the c-ring to hook the vein. When he did this a little white plastic shaving came out of the shaft. It did not appear to be a part of the harvesting tool, but rather a random white bit of plastic. He was able to use the c-ring to get the shaving out of the leg. A second shaving came out of the shaft again when he extended his c-ring for the second time in the leg. He was able to get that piece out using the c-ring as well. No adverse effects to the patient, did well post-op, no infections. A replacement device was used to complete the procedure

Manufacturer narrative:
Internal complaint number trackwise #(B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the harvesting handle. There were no visual defects observed on the c-ring or the bipolar blade. The c-ring was intact, and blood was visible on the c-ring. The bipolar blade was intact, and there was blood and charred tissue observed on the bipolar blade. A mechanical evaluation was conducted. The bipolar blade was extended and retracted multiple times, with no visual defects observed. The c-ring was also extended and retracted with no visual defects observed. No plastic was observed after multiple manipulation of both the c-ring and the bipolar blade. Based on the return condition of the device, the reported failure "foreign material in device" was not confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb. No plastic pieces actually broke off. When he started the harvest up at the top of the vein (near the groin), he extended the c-ring to hook the vein. When he did this a little white plastic shaving came out of the shaft. It did not appear to be a part of the harvesting tool, but rather a random white bit of plastic. He was able to use the c-ring to get the shaving out of the leg. A second shaving came out of the shaft again when he extended his c-ring for the second time in the leg. He was able to get that piece out using the c-ring as well. No adverse effects to the patient, did well post-op, no infections. A replacement device was used to complete the procedure.